Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 332 mg/dl at the time of incident and current blood glucose level was 442 mg/dl. Customer experienced symptoms such as thirsty and passing out. Customer did not want emergency services. The insulin pump will not be returned for analysis.